Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on10/25/2014 with the following results: time test was started but not completed due failure of the internal battery the pump¿s cover was removed, and the internal battery was found to leaking. No time/date issue is observed. Unrelated to the complaint, the display contrast is dim and pinkish.

Event description:
On (B)(6) 2012 the reporter, the patient's wife, contacted animas to report that on the morning of (B)(6) 2012 the patient obtained the blood glucose reading of 52 mg/dl and he experienced the symptoms of shaking and sweating. The patient's wife administered treatment by giving the patient a snack; she did not seek medical attention. Troubleshooting revealed the pump's time was set incorrectly, am instead of pm, which could have caused the patient to receive the incorrect basal doses at the incorrect times. The issue was resolved with troubleshooting and patient education. The owner's booklet instructs the user to be prepared to give him or herself an injection of insulin if delivery is interrupted for any reason, and to verify the date and time are correct after a battery replacement. There was no evidence the pump was not functioning appropriately. The patient's technique was incorrect by not setting the pump with the correct time. However, as the patient suffered blood glucose levels and symptoms suggesting severe hypoglycemia and received treatment with food after this pump issue occurred, this complaint is being reported.